Event description:
It was reported that the customer was hospitalized for dka. The customer stated that their bgs continued to elevate. The programming and histories were accurate. The customer stated that they received an alarm. It was indicated that the pump passed the bolus test, but the customer did not have a clamp to run the occlusion test. The customer was instructed to call back when the clamp arrives. In addition, the customer was educated on the two hbgs rule.